Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The international manufacturer's sales representative reported that when ac power was plugged, the unit operated on internal battery, unit could not switch to ac power and operate on ac power. There was no patient involvement.